Event description:
The customer reported that on (B)(6) 2011 an erroneous iron (fe) result was generated on an unicel dxc 800 synchron system for one patient sample. The customer had observed that instrument chemistry quality control results had been drifting, and the laboratory staff elected to rerun previously generated patient results. It was at this time that the initial erroneous fe result was identified. The involved sample was repeated on the same, and another instrument, which generated lower fe repeat results which were regarded as valid. The initial erroneous fe result was reported out of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. No additional system information, specific patient information or sample handling/collection information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced multiple hardware components. The fse replaced the sample probe, mixers and wash vacuum probe. The fse also found corrosion on the bubble generator and replaced the bubble generator. Subsequent instrument chemistry precision assessment results met precision claims. The instrument was returned into service after completion of the necessary and verified repairs.